Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Per the sizing sheet the aneurysm diameter measured off label at 45.1mm as the IFU indicates the aneurysm should measure at = 50mm. Additionally, the minimum left access diameter measured off label at 6.1mm as the IFU indicates the aneurysm should measure at = 6.5mm. Approximately one (1) years post initial procedure, angiography confirmed a type ib endoleak of the afx2 bifurcated stent graft (right leg). Additionally, there appeared that a branch from the right internal iliac artery was connected to the lumber artery, from where blood was flowing into the aneurysm (although angiography was unable to be performed repeatedly for confirmation because of the patient¿s renal function). Re-intervention was completed with bilateral ballooning of the common iliac arteries via right femoral access successfully sealing the type ib endoleak. Subsequently, it was observed that contrast dye was flowing into the aneurysm via the type ii endoleak (non-device related) with the lumber artery. Patient will continue to be monitored for the type ii endoleak with possible future intervention. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery and the type 2 endoleak of the lumbar artery (non- device realated failure) were confirmed. This is consistent with the reported adverse events/incidents. The most likely causation for the type 2 endoleak is anatomy related. Procedure related harms, device, user, procedure or anatomy relatedness for the type 1b endoleak could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The left access diameter was 6.1mm (should be greater than 6.5mm), however since the type ib endoleak was in the right common iliac artery this did not contribute to the reported event. The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated : g4: date of received by manufacturer has been updated. H6: device code: remove 1494. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Per the sizing sheet the aneurysm diameter measured off label at 45.1mm as the IFU indicates the aneurysm should measure at = 50mm. Additionally, the minimum left access diameter measured off label at 6.1mm as the IFU indicates the aneurysm should measure at = 6.5mm. Approximately one (1) years post initial procedure, angiography confirmed a type ib endoleak of the afx2 bifurcated stent graft (right leg). Additionally, there appeared that a branch from the right internal iliac artery was connected to the lumber artery, from where blood was flowing into the aneurysm (although angiography was unable to be performed repeatedly for confirmation because of the patient¿s renal function). Re-intervention was completed with bilateral ballooning of the common iliac arteries via right femoral access successfully sealing the type ib endoleak. Subsequently, it was observed that contrast dye was flowing into the aneurysm via the type ii endoleak (non-device related) with the lumber artery. Patient will continue to be monitored for the type ii endoleak with possible future intervention. The final patient status was not provided. Additional information the reported off- label condition for this case did not contribute to this reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery was confirmed. The type 2 endoleak (non-device-related failure) of the lumbar artery was also confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 2 endoleak (non-device-related failure) is likely anatomy-related. Procedure-related harms, device, user, procedure, or anatomy relatedness of the type 1b endoleak could not be determined with the medical records available for review. The final patient status was reported as being under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Per the sizing sheet the aneurysm diameter measured off label at 45.1mm as the IFU indicates the aneurysm should measure at = 50mm. Additionally, the minimum left access diameter measured off label at 6.1mm as the IFU indicates the aneurysm should measure at = 6.5mm. Approximately one (1) years post initial procedure, angiography confirmed a type ib endoleak of the afx2 bifurcated stent graft (right leg). Additionally, there appeared that a branch from the right internal iliac artery was connected to the lumber artery, from where blood was flowing into the aneurysm (although angiography was unable to be performed repeatedly for confirmation because of the patient¿s renal function). Re-intervention was completed with bilateral ballooning of the common iliac arteries via right femoral access successfully sealing the type ib endoleak. Subsequently, it was observed that contrast dye was flowing into the aneurysm via the type ii endoleak (non-device related) with the lumber artery. Patient will continue to be monitored for the type ii endoleak with possible future intervention. The final patient status was not provided. Additional information. The reported off- label condition for this case did not contribute to this reported event. The final patient status was reported to be under surveillance.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Per the sizing sheet the aneurysm diameter measured off label at 45.1mm as the IFU indicates the aneurysm should measure at = 50mm. Additionally, the minimum left access diameter measured off label at 6.1mm as the IFU indicates the aneurysm should measure at = 6.5mm. Approximately one (1) years post initial procedure, angiography confirmed a type ib endoleak of the afx2 bifurcated stent graft (right leg). Additionally, there appeared that a branch from the right internal iliac artery was connected to the lumber artery, from where blood was flowing into the aneurysm (although angiography was unable to be performed repeatedly for confirmation because of the patient¿s renal function). Re-intervention was completed with bilateral ballooning of the common iliac arteries via right femoral access successfully sealing the type ib endoleak. Subsequently, it was observed that contrast dye was flowing into the aneurysm via the type ii endoleak (non-device related) with the lumber artery. Patient will continue to be monitored for the type ii endoleak with possible future intervention. The final patient status was not provided. Additional information: the reported off- label condition for this case did not contribute to this reported event. The final patient status was reported to be under surveillance. Updated patient information: a re-intervention was completed. The patient had two endovascular procedures: bilateral internal iliac artery embolization and limb extensions. It was reported that the endoleak was confirmed to be resolved.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery was confirmed. The type 2 endoleak (non-device-related failure) of the lumbar artery was also confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 2 endoleak (non-device-related failure) is likely anatomy-related. Procedure-related harms, device, user, procedure, or anatomy relatedness of the type 1b endoleak could not be determined with the medical records available for review. A re-intervention was completed. The patient had two endovascular procedures: bilateral internal iliac artery embolization and limb extensions. It was reported that the endoleak was confirmed to be resolved. The final patient status remains unknown. The final patient status was not made available to endologix.. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.